Event description:
It was reported that a patient underwent a recurrent umbilical hernia repair procedure on (B)(6) 2011 and suture was used to fixate the mesh. About six weeks post op, the patient noticed drainage and had an infection with heavy growth of staph aureus. The patient underwent a re-operation on (B)(6) 2011. Currently, the patient is doing good.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00251. The same patient is represented in each medwatch.